Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer had elevated blood glucose (bg) levels (304 mg/dl). Customer delivered a bolus to address elevated bg levels. Reportedly, the customer will continued to use the pump for insulin therapy.